Event description:
It was reported that tandem mobi pump issued cartridge alarms during the cartridge loading process. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump details, arranged shipment of replacement pump with updated software.